Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non-calcified, moderately tortuous anastomotic arterio-venous graft (avg) shunt. The 7.0 x 40, 75cm mustang balloon catheter was inflated twice to 22 atms; the third and fourth inflations were to 24 atms. The balloon ruptured at 24 atms upon the fifth inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is good.